Event description:
The needle of the biopsy needle was deformed, and it was stuck in the body after firing and could not be taken out. Finally, it was taken out together with the co-axial introducer needles, causing the patient to bleed.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
The needle of the biopsy needle was deformed, and it was stuck in the body after firing and could not be taken out. Finally, it was taken out together with the co-axial introducer needles, causing the patient to bleed

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no deviations or non-conformances were found. One opened sample was returned from the customer for review. A visual inspection was performed on the returned product. The visual inspection established that the cannula tips, pincer, and needle set were bent. This could cause the device to not take samples properly. It is possible that excessive force was applied at an angle during manipulation of the device causing damage to the needle set and cannula tips. Since the cause of the damage is most likely a result of an event within the user's environment, no corrective action will be implemented.

Manufacturer narrative:
The sample is indicated as returned. As of the date of this report, the sample has not been evaluated. A follow-up report will be provided once the device has been reviewed.

Event description:
The needle of the biopsy needle was deformed, and it was stuck in the body after firing and could not be taken out. Finally, it was taken out together with the co-axial introducer needles, causing the patient to bleed.